Event description:
The reporter stated that the surgeon was inserting a single piece silicone toric lens model aa4203tl into the patient's eye and the plate haptic tore, the surgeon decided to leave this lens in the patient's eye. There was no patient injury reported. This was the second of two incidents for this same patient. The reporter did not know the serial number for this lens. See manufacturer's report number 2023826-2006-00999 for the first incident.

Manufacturer narrative:
Lens was left in pt's eye.